Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # 283350002, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
It was reported that the patient's leads were removed about a month prior to call. It was stated that the device was removed because the leads shifted as a result of the patient's body "callusing up." It was not clear whether the entire system or just the leads were removed. Additional information was requested and if received, a supplemental report will be filed.

Event description:
The patient states that the revision was successful and that they are receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient got hurt in 2010 and that was why they got the stimulator. The patient stated the implant was revised like 5 different times in less than a year. The patient stated the current implant was done in 2012 or 2013. The patient stated the leads moved and needed to be revised. The patient said their body would heal from surgery and push the leads from where the leads needed to be for the therapy. The issue started in 2010 through 2012. The patient offered conflicting information and stated they believed the 5 surgeries were done in 2012. The patient stated after the 5th revision they had the leads reinserted into their spinal column. The patient believed that each revision consisted of removing the old product and implanting a new product, not repositioning an existing product. The patient said they would get electrocuted in their groin and other areas and that¿s how the patient would know the leads had moved. The patient said it happened quite a few times that they were getting zapped all the time and they couldn¿t sit on the toilet without being electrocuted. No further complications were reported.